Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to consciousness change. The computed tomography (CT) showed hydrocephalus and cerebrospinal fluid was tested and no infection was found. The mean blood pressure was 100 mmhg and the patient was stable with medication control. There were no alarms associated with the event.

Event description:
Additional information: the patient was sent to the emergency room on (B)(6) 2022. The cause of the hydrocephalus was not identified, and the computed tomography scan did not reveal a clot in the brain. The event was not thought to be device related. The patient was stable and clear and medication would be controlled and monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from 30jun2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related) as adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.